Event description:
Additional information was received from the patient. They reported that the cause of the stimulation was not on was due to not knowing how to set bladder stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulation was not on and they needed help. Helped the caller connect to the left and the caller was seeing device not responding. The caller commented that the left side of the body has always given them trouble since at least a year ago, if not more. The caller repositioned the communicator and was able to turn on the therapy and increase to a comfortable level. Helped caller connect to the right side which was in MRI mode. Caller deactivated MRI mode and was able to feel the stimulation. Reviewed with the caller that they were not getting therapy because one side was off and the other was in MRI mode. Caller commented that is why their bladder "wasn't acting right". The caller reported that they weren't sure how to set the therapy. The caller reports that the hcp they have now does not work with ins. Emailed physician listings. During the call the caller made unrelated other comments about their back hurting and stomach hurting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.